Event description:
It was observed that during the device evaluation, the gynecologic laparoscope had a green image due to a broken charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective charged coupled device unit. The following causes could be prioritized for the failure ¿green image¿ : 1) unacceptable tension in the area of the charged coupled device unit assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer plastic cover to bumper sleeve" 2) unacceptable tension in the area of the charged coupled device unit assembly due to asymmetrical alignment of the spring to plastic cover before the bumper sleeve is joined 3) pre-existing damage to the charged coupled device unit assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.